Event description:
It was reported that the patient "had surgery (2 surgeries each time) and [her device did] not work." The kind of surgery was not clarified in information reported. Subsequently, the patient experienced a loss of therapeutic effect (bladder control) from her new neurostimulator. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Programmer model 3037 serial# (B)(4), lead model 3889-28 lot# v526888 implanted: (B)(6) 2011 explanted: na.